Manufacturer narrative:
The device in question was returned to manufacturer on may 12,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that no picture and the light switches off after approx. 1 minute. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: in total the following defects were detected: no image. Stripes/disturbances in the image. Camera chip defective, therefore the blade assembly must be replaced. Software version is up to date. Number of operating hours: 2 h 09 min. Number of switch-ons: 128. After thorough investigation, it was determined that the camera chip had failed due to a component failure. According to IFU, this should be tested before each use. Internal karl storz reference number: (B)(4).

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for technical inspection. The errors described by the customer have been confirmed by the manufacturer. The following was detected during the technical inspection by the manufacturer: no image, stripes/disturbances in the image, blade damaged, software version is up to date, number of operating hours: 35 h 53 min, number of switch-ons: 313. The device passed the quality check at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage caused by the customer, which is why the image and light no longer work. The event is filed under internal karl storz complaint ID: (B)(4).